Event description:
It was reported that there was wires exposed a little bit on the handle. Timing is unknown. No medical intervention, no harm, and no delay noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: power supply, elec. Dermatome catalog #:00882100600 serial#: (B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the motor was not running, calibration was out at the zero reading, and the control bar was in the correct position. The plug harness, motor, eccentric shaft, switch, mount, o-ring, end caps and needle bearing were replaced and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.